Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a set change and large meal, with ilet dosing not aligning with blood glucose values, suggesting a possible infusion site or delivery issue. Symptoms included elevated blood glucose up to 412 mg/dl without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included alerts for prolonged high glucose, use of backup therapy with manual injections, and no need for medical assistance or hospitalization. Investigation included troubleshooting and education focused on potential infusion set, site selection, and supply replacement, as well as follow-up confirming blood glucose stability after user action. Investigation of this case revealed an unclear cause, with suspected delivery issue related to the infusion set or site, and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.